Event description:
It was reported that during the implantation procedure (intra-arterial), the stent was removed from the delivery system and got 'lost'.

Manufacturer narrative:
This is being reported because this device is the same or similar to a device being used in the united states. The event is currently under investigation. Attempting to obtain additional information regarding this event.